Event description:
It was reported by service report that the base shroud was cracked and the head end brake pedal broke off, exposing sharp edges. No pt involvement of adverse consequences were reported.